Event description:
It was reported by service report that the bed had a load cell failure. There was patient involvement, however no adverse consequences were reported.

Manufacturer narrative:
Device evaluated by account. Result: headend and footend load cells malfunctioned. Conclusion: replacement parts sent to customer for installation.